Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: the review of the black box data showed a call service alarm 064-0001 occurrence. Additionally, the call service alarm 064 was duplicated during the investigation, indicating occlusion during the prime operation. Investigation revealed presence of debris in the pump where part of the cartridge inside the cartridge compartment disabled the motor from working properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.